Event description:
Pt was admitted 7/5/94 after motor cycle accident, had jejunal perforation, sepsis, ards. Was on continuous veno-venous hemodialysis. After filter and tubing were changed on 8/6 @ 1400, venous pressure on system was decreased to 20-30 torr. Blood leak was noted at the filter header at 1700. Possibility leak was due to an "air lock" from priming the new filter; however the institution has had 5 leaks from the same area of the filter and under different circumstances. No transfusions required. Filter and system changed at 2300.